Manufacturer narrative:
Section g6 (type of report): corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was found unresponsive at home.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had passed away, the cause of death was unknown. The outcome being device or therapy related was not provided by the healthcare provider.

Manufacturer narrative:
Correction: section d4, d6, h4. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.